Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 106x50cm ekosonic endovascular device was visually inspected. It was observed that the ultrasonic core (usc) wire was fractured approximately 99cm from the luer barb. No other visual abnormalities were observed. The reported clinical observation was confirmed.

Event description:
It was reported that the device fractured. This 106x50cm ekosonic endovascular device was selected for use in a thrombolysis procedure. During insertion of the device, it was easily advanced; however, then the ultrasonic core fractured. The device was removed and replaced during the procedure. There were no patient complications.

Event description:
It was reported that the device fractured. This 106x50cm ekosonic endovascular device was selected for use in a thrombolysis procedure. During insertion of the device, it was easily advanced; however, then the ultrasonic core fractured. The device was removed and replaced during the procedure. There were no patient complications.